Event description:
The customer stated that physicians have been complaining about elevated ipth results, running significantly higher than results from the reference laboratory. The customer was able to provide an example from one patient sample only. Result of 90, repeated 70 (unit of measure was not provided) were generated with the architect. The sample was then sent to quest, and a result of 42 was obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.